Manufacturer narrative:
A medwatch report was sent to biomet from the user facility after the original medwatch report was sent. The user facility states on the medwatch report that the device was returned to biomet on 08/01/97. The device was returned to biomet on 09/08/97, as stated in our original medwatch report. The user facility is also stating that the humeral stem component was revised and returned to biomet. It was not revised during this procedure. The risk manager has been made aware.

Event description:
Total shoulder arthroplasty was performed on 06/13/97. Revision of the humeral head was performed on 08/01/97, due to disassociation.